Manufacturer narrative:
The device was returned for evaluation and the customer¿s reported issue was confirmed. The knife was broken and the coated portion of the cutting wire was found torn and the broken portion was scorched and melted. The wire coating was missing about 7.5-11.5 mm from the distal tip side. It is assumed that the broken device fragment fell off inside the patient but it could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the evaluation results and similar investigations, it is conceivable that when the wire coating was torn and then withdrawn from the endoscope, a load was applied to the torn wire coating, causing the wire coating to come off from the knife wire. Also, some kind of force might have applied to the coated portion of the cutting wire when the device was removed from the endoscope after the coated portion of the cutting wire has torn possibly causing the coated portion of the cutting wire to detach from the cutting wire. As a result, the coated portion was possibly partially missing. However, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. Insufficient output or unintended tissue injury may occur in case the cutting wire contacts the forceps elevator. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reproted that during an endoscopic sphincterotomy procedure, knife wire breakage was confirmed during nipple incision. The knife wire broke during the second energization. The treatment was completed by opening a new like product. The device was inspected prior to use with no abnormalities observed and the output settings were ¿endocut12/forced coag 3.0¿. No death or injury and no impact to patient or other has been reported.